Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm software error detected (pump error 53) and delivery stopped. Customer's blood glucose at time of incident was unknown. The customer was advised explained the pump error alarm. The customer was advised to revert to backup plan and pump will be replaced.

Manufacturer narrative:
No unexpected delivery stopped alarms, prime anomalies or insulin flow blocked alarms were noted during testing. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests. The pump error 53 was present in the format history file. Unable to determine the root cause of the pump error 53 issue. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay and a slightly peeling end cap address label.